Event description:
No osseointegration was achieved in a site approx three months after concurrent placement of dbx putty. Pepgen p-15 bone grafting material, and an implant - the implant reportedly unscrewed while attempting to place a healing abutment. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to dr and pt before the procedure is initiated and is dependant on many factors including the pt's age, sex, health, ansocial history, the type and size of the defect being graft, occurrence of site preparatin trauma (heat or pressure), primary stability of the implant,a nd graft placoment technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material palced in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the available info, this evnet does not appear to be a result of a malfunction of the device. The implant lens will be reported via asr. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Please note that this event and the event documented under report number 1721411-2006-00291 involve the same pt. It appears the implant lost in the aforementioned evnet was replaced by the implant associated with this event. [PMA/510(k)#p990033].